Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging vocal cord damage, difficulty breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged alleging vocal cord damage, difficulty breathing. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. The patient did not report to receive medical intervention. After the third attempt to have the device and components returned for evaluation, customer stated the not interested as he don't have any issue with device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.